Manufacturer narrative:
(B)(4) ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch # j156078,batch # j1535608.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and drain was implanted. During the procedure, the drainage was not activated because of drain breakage. There was no adverse consequence to the patient. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 03/16/2016. The actual device batch number associated with this event is not known. The international affiliate reports the following additional possible batch number: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that, on (B)(6) 2016, the patient underwent a cardiovascular procedure. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch # j1535608; mfg date 06/2015; expiration date 06/2020. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.